Manufacturer narrative:
Corrected content previously provided in section h6. Device codes.

Event description:
It was reported that errors 138: "external indicator - emergency stop status fail" and 58: "self test process failure (one of the tests completed with fail status)" displayed. The laser continued to indicate computer wise as if energy was being given. The pedal was not pressed then. The emergency stop button was pressed but it did not respond. At the end, the console was forced to turn off with the on/off button. The procedure was completed with the same device. There were no patient complications.

Event description:
It was reported that errors 138: "external indicator - emergency stop status fail" and 58: "self test process failure (one of the tests completed with fail status)" displayed. The laser continued to indicate computer wise as if energy was being given. The pedal was not pressed then. The emergency stop button was pressed but it did not respond. At the end, the console was forced to turn off with the on/off button. The procedure was completed with the same device. There were no patient complications.